Manufacturer narrative:
This report is submitted on september 19, 2019.

Event description:
Per the clinic, the patient experienced non-auditory sensations with device use; subsequently the device was explanted on (B)(6) 2019.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 27, 2024.